Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The high torque sleeve (hts) and core wire were fractured 9.5cm from the distal tip and 7mm and 5.5mm from the proximal separation. The coil wire was still intact and was stretched. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. Magnified inspection of the fractured ends of the hts and core wire revealed that there was no evidence of any material or manufacturing deficiencies. The coating appeared uniform and smooth. The device was prepped by soaking in a water bath. Microscopically, the coating was uniform and consistent throughout the length of the wire. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire coating sheared off. A 180x25cm fathom¿ -16 was used to treat the target lesion located on the common hepatic artery. During procedure, it was noted that the wire coating sheared off. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire coating sheared off. A 180x25cm fathom¿ -16 was used to treat the target lesion located on the common hepatic artery. During procedure, it was noted that the wire coating sheared off. The procedure was completed with another of the same device. No patient complications were reported.